Event description:
It was reported that the customer's sleep schedule did not activate when expected to and "pump is entering sleep mode at different times everyday." There was no adverse impact to the customer¿s blood glucose level. Reportedly, technical support performed a log review of the pump and verified "sleep schedule was starting and stopping at time outside of sleep schedule." A replacement pump was sent to the customer for customer satisfaction and customer continued to use pump for insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.